Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent defibrillation threshold (dft) testing. The induced arrhythmia was successfully converted but was followed by pulseless electric activity. The patient coded for over an hour and passed away.